Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to other/non-product experience. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to the patient requiring pacing. Subsequently, a transvenous system was implanted. No adverse patient effects were reported. Additional information was received indicating after the patient went into cardiac arrest, the s-ICD failed to operate correctly. A witness said the patient appeared to be having a seizure. After laying down due to feeling unwell, the patient received a shock. During transport in the ambulance, the patient heard that it appeared the s-ICD misfired or did not fire at all. The patient was informed by the health care professional (hcp) that the device was defective and needed to be replaced. Device therapy was turned off. Subsequently, a replacement was implanted and the s-ICD system was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to other/non-product experience. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to the patient requiring pacing. Subsequently, a transvenous system was implanted. No adverse patient effects were reported. Additional information was received indicating after the patient went into cardiac arrest, the s-ICD failed to operate correctly. A witness said the patient appeared to be having a seizure. After laying down due to feeling unwell, the patient received a shock. During transport in the ambulance, the patient heard that it appeared the s-ICD misfired or did not fire at all. The patient was informed by the health care professional (hcp) that the device was defective and needed to be replaced. Device therapy was turned off. Subsequently, a replacement was implanted and the s-ICD system was later explanted. No additional adverse patient effects were reported.